Manufacturer narrative:
H3: two pictures of a cadd administration set were received. In both pictures, it could be observed that a leak was fleeing from the air vent of the filter. No testing could be performed because no samples were provided to perform a thorough investigation. Other analysis was conducted by reviewing the manufacturing process. The most probable cause of the issue is that filters wet out can leak if surfactants (oily) substances flow through the lower surface tension fluid. The reported leaking issue was able to be confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use, a smiths medical cadd administration set was leaking chemo drug (etoposide in 500ml) from administration set filter. Subsequently, patient was able to receive rest of their infusion. No patient consequences were reported. No adverse effects were reported.